Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hemorrhage as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported hemorrhage appears to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for access site bleed, requiring intervention. It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure, treating mr of grade 3+. One mitraclip was implanted and the mr was reduced to grade 1+. Six days post mitraclip procedure, the patient was noted to have bleeding at a pseudoaneurysm, about 2 cm from the insertion point. A compression bandage was placed and the event resolved on (B)(6) 2018. No additional information was provided.